Event description:
A malfunction in the pump was reported by the caller, with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code appears. No additional outcome information was received regarding the event.